Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device system was explanted due to infection. Vegetation was noted to be found on the leads. There were no consequences for the patient. No additional information is available at this time.